Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and will not be returned. Per the instructions for use of the pump, pump flipping is a known possible risk of use of the device. Although the instructions for use of the device instructs the user to suture down the pump during implant, this pump was not sutured down initially. As this is the case, this issue can be traced back to the user. (B)(4).

Event description:
Agent contacted technical solutions to report a pump that was flipping that needed to have surgery to keep it sutured down. Agent stated that the pump was never sutured down since implant sand from that the pump kept flipping. Agent also reported that the physician opened the pump pocket and sutured down the pump. Agent additionally reported that the physician aspirated from the cap to confirm no catheter issues.